Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had a ventricular arrhythmia in which appropriate anti-tachycardia pacing (atp) therapy was provided and the patient received three shocks. During the shock therapy it was noted there was a low out-of-range shock impedance on the right ventricular (rv) lead measuring less than 20 ohms. Technical services recommended to replaced the lead and device as engineering can not guarantee that the device could not possibly have latent effects and at this time the patient is considered unprotected. Subsequently, the rv lead was surgically abandoned and the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has been returned and is in the process of device analysis.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had a ventricular arrhythmia in which appropriate anti-tachycardia pacing (atp) therapy was provided and the patient received three shocks. During the shock therapy it was noted there was a low out-of-range shock impedance on the right ventricular (rv) lead measuring less than 20 ohms. Technical services recommended to replaced the lead and device as engineering can not guarantee that the device could not possibly have latent effects and at this time the patient is considered unprotected. Subsequently, the rv lead was surgically abandoned and the device was explanted and replaced successfully. No additional adverse patient effects were reported.